Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the patient line of the homechoice cassette and a luer transfer set was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during drain four of four. The patient was connected at the time of the alarm. The care giver stated that the patient line of the homechoice cassette was accidentally disconnected from the transfer set while the patient was asleep, and when the patient reconnected to the patient line the homechoice alarmed system error 2240. The renal therapy service agent (rtsa) had the care giver cycle the power on the homechoice. Continuous ambulatory peritoneal dialysis was discussed. The rtsa reviewed proper procedures with the care giver. There was no patient injury or medical intervention associated with this event. No additional information is available.